Manufacturer narrative:
A manufacturer representative went to the site to service the system. Hardware parts were replaced. Codes b01, c02, d02 apply. Evaluation of the returned interface found all ports were functional, however the cable was damaged and frayed. Codes b01, c02 d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: conocmitant product ID 9735670 serial: (B)(6); product type: ; isection d references the main component of the system. Other medical products in use during the event include: em intfce 9735825r s8 em instr intfce h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument interface box when first plugged in ports 5 and 6 have an amber light and after 5 minutes the will turn green. All other ports were not functional. They plugged in a different instrument box and it worked as intended. There was no patient involvement.